Manufacturer narrative:
The alarm log showed a sample short alarm around the time of the sample measurement. The field service engineer (fse) found that the station was overly crystallized and the tip of the probe was dirty (not being properly cleaned by the station). He checked the rinse head volume and found that it was within specifications. He replaced the rinse head nozzle tip and cleaned off the crystallization of the station. The fse also replaced the sample probe along with performing all vertical and horizontal adjustments. He then performed mechanism checks and precision studies and they were within specifications. The customer performed qc with acceptable results. The instrument was performing within specifications. The cause of the event was due to a probe issue (component failure). The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cholesterol reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with a cholesterol assay on a cobas c503 analytical unit. Initial result: 6.0 mg/dl. The customer noticed that the result was low and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 211 mg/dl. The repeat result was deemed to be correct.